Manufacturer narrative:
Correction: g4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic umbilical hernia in a laparoscopic repair. It was reported that after implant, the patient experienced pain, recurrence, fistula, infected mesh, migration, purulent discharge, necrotic debris to midline wound, graft infected, scar tissue, retroperitoneal abscess, adhesions to bowel, ureter densely adhesed to abscess cavity wall, large phlegmon, and small bowel obstruction. Post-operative patient treatment included revision surgery, midline incision draining of seropurulent fluid, anastomosis, excision and debridement of abscess, lysis of adhesions, small bowel resection, removal of infected mesh and repair of recurrent hernia with xenmatrix ab mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic umbilical hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence, fistula, infected mesh, migration, purulent discharge, necrotic debris to midline wound, graft infected, scar tissue, retroperitoneal abscess, ureter densely adhesed to abscess cavity wall, small bowel obstruction, post-operative patient treatment included revision surgery, midline incision draining of seropurulent fluid, anastomosis, excision and debridement of abscess, lysis of adhesions, small bowel resection, removal of infected mesh and repair of recurrent hernia with xenmatrix ab mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic umbilical hernia. It was reported that after implant, the patient experienced fistula, infected mesh, anastomosis, migration, midline incision draining seropurulent fluid, necrotic debris to midline wound, graft infected, scar tissue, retroperitoneal abscess and ureter densely adhesed to abscess cavity wall. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic umbilical hernia in a laparoscopic repair. It was reported that after implant, the patient experienced inflammation, stage 5 kidney failure, stomach pain, body cramps, pain, recurrence, fistula, infected mesh, migration, purulent discharge, necrotic debris to midline wound, graft infected, scar tissue, retroperitoneal abscess, adhesions to bowel, ureter densely adhesed to abscess cavity wall, large phlegmon, and small bowel obstruction. Post-operative patient treatment included revision surgery, midline incision draining of seropurulent fluid, anastomosis, excision and debridement of abscess, dialysis, lysis of adhesions, small bowel resection, CT-scan, medication, appendectomy, iatrogenic right ureteral injury, exploratory laparotomy, small bowel resection, removal of infected mesh and repair of recurrent hernia with xenmatrix ab mesh. Relevant tests/laboratory data (b7): (B)(6)2017: op note stated CT scan showed large phlegmon underlying lower portion of midline incision. (B)(6) 2017: pathology report from abdominal wall infected mesh specimen showed embedded sutures.

Manufacturer narrative:
(B)(4). This code is to be removed as this is no longer a code for this complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.